Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Concomitant medical products and therapy dates (exclude treatment of event) unk introducer sheath, benson type guidewire, unk ministick needle. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to perforation of the inferior vena cava, deep vein thrombosis and pulmonary embolism, that caused injury and damage to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records, that the patient was implanted due to bilateral pulmonary embolism, dvt, and early pneumonia. The inferior vena cava filter was deployed below the renal veins. The patient tolerated the procedure with no adverse effects. According to the information received in the patient profile from (ppf), the patient reports tilt, and device unable to be retrieved; however, a retrieval attempt has not been documented. The patient also reports suffering from high blood pressure daily, and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to perforation of the inferior vena cava, deep vein thrombosis and pulmonary embolism, that caused injury and damage to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records, that the patient was implanted due to bilateral pulmonary embolism, dvt, and early pneumonia. The inferior vena cava filter was deployed below the renal veins. The patient tolerated the procedure with no adverse effects. According to the information received in the patient profile from (ppf), the patient reports tilt, and device unable to be retrieved; however, a retrieval attempt has not been documented. The patient also reports suffering from high blood pressure daily, and anxiety.